Event description:
Customer reportedly obtained a result of 2.7 inr on the coaguchek xs system and 1.9 inr on a comparison lab. No action taken on device result. Coumadin was increased due to lab result. No adverse event reported. Requested return of suspect system and replacement was sent.